Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported that the trial patient was not feeling the stimulation and needed assistance with the controller. The patient noted they were not good with working electronics and not being able to work the controller bothered them. On (B)(6) 2017, the trial patient reported they had not been able to have a bowel movement in the last 2 days. They also noted that they had discomfort with stimulation and "still sleep on toilet." Information received on (B)(6) 2017 reported the patient was unable to work the functions to change the programs. This was noted as a user error. On (B)(6) 2017, it was reported the trial patient's symptoms had turned worse, that they still sleep on the toilet, and felt they were going more than before. The patient requested the program be changed to program 3. The next day the patient stated that they still felt their symptoms were not improving. They mentioned that this may be due to a bladder infection they just found out about last night which they have had for a while. The patient stated they were taking medication for the bladder infection. There were no further complications reported or anticipated.